Manufacturer narrative:
The user phoned the manufacturer and provided additional information describing the reported product issue. This information was not provided on the importer report (B)(4). The user indicated that the needle had detached from the device during use with a patient. No adverse events were reported. The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Uf reference #(B)(4).